Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine, the customer reported issue of npi 8300 error 500.5040. Technical support: 1. Flash 8300 module to correct software version. 2. Replace logic board. 3. Return to factory for repair. Walked biomed on flashing the module. Successfully flashed 8300. Closing case. A review of the device history record for sn#: (B)(6) was performed. Which showed the device had a manufacture date of 27mar2013. And confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. H3: other text: tech support performed troubleshooting over the phone.

Event description:
It was reported, that the device alarmed. And displayed error code 500.5040, for module software version compatibility failure. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device alarmed and displayed error code 500.5040 for module software version compatibility failure. There was no patient involvement.